Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in the suspect medical device section. Brand name: pipeline flex with shield technology model number: ped2-500-20. Mdrs related to this event: 2029214-2019-00300, 2029214-2019-00301. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, during deployment of the device, it could not be opened and deployed in the proximal end. The pipeline device jumped during deployment and the catheter tip moved during deployment. It was confirmed that there were two pipeline devices being used when the movement occurred. This was noted to be likely due to the patient's extreme vessel tortuosity as well as friction during delivery. There was an intent to resheath the device but it was not possible, so the device and microcatheter were withdrawn and replaced with a new set. After removal it was noticed that the catheter stretched during removal in the distal end due to force that was applied during removal and the catheter tip being entrapped/stuck. Post angiographic result showed incomplete wall apposition of the red in the sac of the aneurysm. The patient was undergoing surgery for treatment of an unruptured left a1 fusiform aneurysm with a max diaemter of 5mm. The devices were prepared as indicated in the IFU. The pipeline was not implanted in the intended location and missed the landing zone, but there were no additional steps to remove the pipeline. The device was placed at least 3mm past the aneurysm neck on each side and no branches were covered by the pipeline. There was no vasospasm or patient symptoms related to the event.